Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that she placed a piece of xeroform gauze over a superficial wound on her toe and covered it with a band aid. The band aid was saturated and when she removed the band aid, there was a full thickness burn after wearing shoes for 4 hours. Additional information provided by the customer stated that the injury is at the 2nd digit of her left toe. She did not consult a clinician when she first had the injury. She used bacitracin ointment and was doing self wound care. On (B)(6) 2020, the customer consulted a podiatrist and was prescribed santyl ointment. She used it for two days and it did not improve the wound. On (B)(6) 2020 an x-ray was done to the affected area. On the (B)(6) an MRI was done and the customer was diagnosed with osteomyelitis. (B)(6) 2020 the customer was prescribed cefepime 1 gram IV twice a day for 45 days and is on the third day of treatment at home.